Event description:
The patient reported that she placed two v-go 40s and both fell off within two hours after placement. The second device was placed on the opposite side of the patient's abdomen, and it fell off. It was reported that the devices were available for return to the manufacturer for evaluation, however to date have not been received.